Event description:
It was reproted that the balloon of this device burst during an angioplasty procedure of a lesion in the mid circumflex artery. Add'l devices were used afterward to successfully complete the case.